Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2216503 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when trying to advance a 5f mynx control vascular closure device (vcd) into an unknown sheath, the collagen plug deployed, was exposed, and was the sheared by the devices sheath. Another mynx device was used to achieve hemostasis. There was no reported patient injury. The device was stored and prepped according to the IFU. The vcd was used in a cerebral angiogram using a retrograde approach. The deployer was mynx certified. The vcd was used with a non-cordis 5f sheath. The device split occurred prior to use. Nothing was noted about the sealant sleeves possibly being out of position. No use of excess force was noted. The device is available and returning for evaluation.

Manufacturer narrative:
As reported, when trying to advance a 5f mynx control vascular closure device (vcd) into an unknown sheath, the collagen plug deployed, was exposed, and was the sheared by the devices sheath. Another mynx device was used to achieve hemostasis. There was no reported patient injury. The device was stored and prepped according to the IFU. The vcd was used in a cerebral angiogram using a retrograde approach. The deployer was mynx certified. The vcd was used with a non-cordis 5f sheath. The device split occurred prior to use. Nothing was noted about the sealant sleeves possibly being out of position. No use of excess force was noted. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both buttons 1 & 2 remained in the manufacturing position with the stopcock open. The sealant outer sleeve assembly was kinked/bent, and the sealant was observed to have been exposed to blood, swelling, and covering the balloon neck. The syringe and procedure sheath were not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). Per dimensional analysis, the catheter working length from distal end of sheath catch to proximal end of balloon of the returned devices were verified and noted to be within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), and button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant was exposed to blood, swelling, and covering the balloon neck, and that the sealant outer sleeve assembly was kinked/bent as received. A product history record (phr) review of lot f2216503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature/in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. However, visual inspection of the returned device revealed that the sealant outer sleeve assembly was kinked/bent, which may have contributed to the reported incident. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.